Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, something like an error message was displayed for a moment. The intended procedure was completed with the subject device. There was no report of patient injury associated with the event. An olympus representative checked the surgical video and found that the image was momentarily blacked out, the scope information was displayed, and then the endoscopic image was restored. The subject device was used in combination with otv-s300.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to omsc for evaluation. The image didn't black out. The image was evaluated in various environment, but no abnormality was found. No abnormality was found in the device. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. It was presumed that the image signal was not transmitted well due to temporary poor contact due to foreign material between the electrical contact parts of the video connector and the video system center.